Event description:
Boston scientific received information that this atrial lead was exhibiting out of range impedance measurements which triggered the lead safety switch (lss) on the associated device. A review of the daily measurements confirmed normal results. A review of the arrhythmia logbook revealed many atrial tachycardia responses (atrs) with noise on the atrial electrograms which could be reproduced with isometrics. The lead was reprogrammed back to bipolar configuration and the physician will continue to monitor lead performance. The patient was asymptomatic and no adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.